Event description:
The resident slipped backwards out of the sling. C.n.a. Helped break fall but top of resident's head hit the ground. The wound was dressed, resident was not hospitalized. (B)(4). Note: there were two lifters in the vicinity and user did not know which lifter was involved.

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the marisa lifter used during the reported incident. However, the staff were unable to identify which lifter was used, so as precaution two lifters were inspected and tested. The handset on one lifter had a broken hanger clip, but no other faults were found. Both lifters performed to specification with no faults. The sling used was not available for inspection as it was in the laundry. The staff did say the sling used was possibly too small for the pt, and that the sling head supports were not fitted into the sling. Based upon the report received, the exact cause for the reported incident remains unk. However, it is considered probable that the incident occurred as a result of using an incorrect size of sling, also not having the head supports fitted in the sling. Arjo recommends the facility advise/retrain their staff on choosing the correct size of sling, also to make sure the head supports are fitted before each and every use. Arjo to supply the necessary literature to the facility to assist them in choosing the correct size of sling etc. The handset will be replaced by the facilities maintenance dept.